Event description:
It was reported that a beta bionics ilet user dropped the ilet during a supply change and broke off a piece of the adapter from the bottom of the device. Pt added that the insulin cartridge is stuck the in the chamber, and the user was unable to remove it. Pt reports he is unable to use the device due to the damage and will resort to back up therapy until a new ilet arrives. No further adverse events were reported by the user.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.